Event description:
As reported, the thermogard console (sn (B)(6)) displayed a tcmid:02 (ce danfoss error) error message. The customer did not provide any further information. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.